Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device battery pins require replacement. It was reported that the device was in use when the failure was observed. Delay in treatment was identified but no adverse patient impact was reported.